Event description:
The customer reported the system is slow to boot up and is displaying a high capacity disk failure error message. No patient injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).